Event description:
The customer reported that the o2 transport kit (manifold) is leaking. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported a leak on the manifold on the v60 stand. The customer needs the part number. The customer will order the o2 transport kit and install it on the stand. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support provided customer part ID for the o2 transport kit. If additional information is later received, a supplemental report will be submitted.